Event description:
Boston scientific neurovascular became aware of event in which when the subject device was removed from the holder, the core wire was protruding at the end of the coating segment. The procedure was completed with another device.